Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed no unexplained power on reset events. One power on reset event occurred after a call service 128 alarm. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. Unrelated to the original complaint, the display screen contrast was dim and reddish. The ¿ez-prime¿ steps were performed correctly with no power interruptions occurring. The pump cover was removed and no intermittent conditions were found to the power printed circuit board.